Event description:
Procedure type: spine surgery (l3/4 & 5). According to the reporter: the pt states that they had an adverse reaction to the product. The product was implanted on (B)(6) 2010. On (B)(6) 2010 the pt was taken into emergency surgery to remove a mass of duraseal. The pt was told that the product had swelled up to an over 50% of the original application size. The swelling caused (B)(6) syndrome. The pt spent 6 weeks in the hospital and 3 months in home therapy and 4 months in out-patient rehab learning how to walk again. The pt still needs canes to assist her in walking and has lost control of their bladder.

Manufacturer narrative:
(B)(4). The product IFU contains the following contraindication: "do not apply the duraseal hydrogel to confined bony structure where nerves are present since neutral compression may result in hydrogel swelling. The hydrogel may swell to 50% of its size in any dimension."